Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had a crack on their display. The customer's drive support cap was not damaged. The customer could not recall how the damage had occurred. The customer's insulin pump will be replaced. No additional information provided.